Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). This complaint is 2 of 5 reports submitted for the same event. (Ref 1825034-2016-05372, -05376, -05378, and -05380).

Event description:
It was reported that patient experienced unusual shoulder pain in the operative shoulder.